Manufacturer narrative:
Occupation: reporter is a j&j employee. A product investigation was conducted. Visual inspection: the 2.5mm hex screwdriver shaft small/qc/165mm (p/n 314.550 & lot # l275646) was received at us cq. Upon visual inspection, the complaint condition of bent is not confirmed but it was noticed that the hexagonal tip of the screw driver is broken. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the distal hex tip could not be conducted due to broken tip and post manufacturing damage/deformation instead the shaft diameter just proximal to the breakage was measured since the distal tip was broken. Dimensions review: shaft diameter was measured and found to be conforming per relevant drawing. Investigation conclusion: the complaint condition is confirmed as the hex tip was broken. No definitive root cause could be determined. It is likely that excessive force/torque was applied during screw insertion, leading to the breakage of the hex tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 314.550-us, lot: l275646, manufacturing site: (B)(4), release to warehouse date: 01. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an incoming inspection of a loaner set on an unknown date, the hexagonal screwdriver shaft was observed bent. There was no patient and surgical involvement. During manufacturer's investigation of the returned device it was noticed that the hexagonal tip of the screw driver is broken. This device condition was reassessed and determined to be reportable on (B)(6) 2020. This report is for one (1) 2.5mm hex screwdriver shaft small/qc/165mm. This is report 1 of 1 for complaint (B)(4).